Event description:
Additional information received indicated that patient underwent surgical intervention where both the leads were explanted ad replaced with new leads. Reportedly, effective therapy was restored.

Event description:
It was reported the patient lost effective coverage as drg leads had migrated. The patient may be pending surgical intervention at a later date to address the issue.

Manufacturer narrative:
B3 - date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.